Event description:
A falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on auto repeat on a dimension® exl¿ with lm integrated chemistry system. The falsely depressed result was not reported to the physician. The same sample was reprocessed on an alternate dimension® exl¿ 200 integrated chemistry system. A higher result was obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient sample result with loci high-sensitivity troponin I (tnih).

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed loci high-sensitivity troponin I (tnih) result obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens headquarters support center (hsc) reviewed the information provided by the customer. Quality control recovered within the customer's acceptable ranges. Customer observed cuvette errors during the processing of patient samples. The cuvette diaphragm was replaced as part of standard troubleshooting. A precision study was performed by the customer and performed within acceptable ranges. No further issues reported by the customer. This cause of the issue is consistent with a failed cuvette diaphragm and was resolved by replacing the cuvette diaphragm. The instrument servicing actions taken are considered standard troubleshooting for the issues of this nature. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.